Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This report will be updated when investigation is completed.